Event description:
The pt was implanted with a left ventricular assist device. The pt was found face down and unresponsive at home by his caregiver. The pt was transported to a local hospital where they attempted to resuscitate him. The pt expired.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.